Manufacturer narrative:
The specific specimen was collected via finger stick. Controls were run before but not after the incident and the instrument is currently performing within qc specifications. A bec field service engineer (fse) was dispatched and found a clot in the bath area. The fse did a cleaning (bleaching) per the baths procedure, ran a reproducibility test, and validated the instrument. No other problems were found. Root cause is attributed to the clotted specimen. Per labeling, cleaning (bleaching) the baths, bleaching removes any clog or debris that restricts proper sample flow. Occasionally, you must do this procedure for troubleshooting. Incomplete aspiration it is very difficult to tell an incomplete aspiration when you are aspirating only 12 ul. This conclusion can only be arrived at by analyzing the results. Wbc, rbc, hgb and plt would have to be low, with mcv normal. Check for the same problems as above. They will be partial leaks or plugs instead of pulled-off tubes or total plugs.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter act diff 2 analyzer generated erroneously low hemoglobin (hgb) and hematocrit (hct) results for one (1) finger stick specimen. Erroneous results were reported outside the laboratory. The patient was sent to the ER and redrawn where reference instrument results were normal and considered correct. Review of the instrument printout reveals the white blood count (wbc), red blood count (rbc), and platelet (plt) results were also appear low. There was no change to patient treatment attributed to this event.